Event description:
Report of inaccurate/low cardiac output readings received. A male pt was admitted to the intensive care unit status post open heart surgery. The oximetrix had been initiated in surgery and accompanied the pt to the unit. The device was plugged in and hemodynamic values obtained. The cardiac output was registering "in the low 1.5 to 2.0 range" and the pt was started on dobutamine and epinephrine. The cardiac output values remained low despite infusion of the dopamine and epinephrine. Clinically the pt looked fine, so the oximetrix unit was switched out. The values obtained with the new device were 6 to 7 l/minute. The dobutamine and epinephrine were weaned off. The reporter felt the pt required one extra day in the ICU due to the inaccurate readings. No adverse sequelae were reported.

Manufacturer narrative:
The device was not returned for failure analysis. The device history has been reviewed with the observation that the device was released as a refurbished device and successfully passed all tests at the time of release.